Manufacturer narrative:
(B)(6) 2018. The field service engineer (fse) reported that during fco process the unit wouldn't power on. The fse reported that the unit was not in use on patient at the time of the reported event. The customer installed a power management board(pmb) to address the reported issue per the fse's suggestion. No parts were returned for failure investigation, therefore the root cause at the component level could not be determined.

Event description:
The field service engineer (fse) reported that during "field change order" process the unit wouldn't power on. The fse reported that the unit was not in use on patient.